Event description:
It was reported that the patients ipg was not holding a charge and had difficulty charging it. The patients lead had migrated and had high impedances. No device malfunction was suspected. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7089077/7029002.